Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided." Patient allegedly received an implant on (B)(6) 2014 via right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging filter fracture. On (B)(6) 2014, ivc filter implant operative report: ¿final impressions: patent inferior vena cava. No evidence of accessory ivc or clot. Successful deployment of select ivc filter.¿ on (B)(6) 2014, attempted retrieval of ivc filter: ¿the patient was taken from the preoperative holding area to the operating room, where he was prepped and draped in standard surgical fashion. Following this under ultrasound guidance, the right internal jugular vein was cannulated. There was thrombus-appearing at the distal aspect of this attempts to pass the sheath and wire passage or through the thrombus were unsuccessful. Ultrasound images were saved. After performing this portion of the procedure, attention was then focused on the left internal jugular vein. Under ultrasound guidance, the left internal jugular vein was cannulated. Wires and catheters were advanced to the superior vena cava. Vena cavogram as well as a venogram of the jugular vein were performed. The jugular vein on ultrasound appeared to be quite small and atretic. Venography demonstrated a small jugular vein that drained into the left brachiocephalic vein. After measuring this out, it was determined that this vein was smaller than the retrieval system for the inferior vena cava filter. Thus, the decision was made to abort the procedure secondary to safety concerns.¿ on (B)(6) 2017, per unspecified imaging, ¿ivc filter present. Tip is at the levei the renal veins. Tip essentially within the ivc. Some legs appear to protrude outside the ivc lumen. One appears to extend into an accessory vein on the right.¿ patient outcome: unknown.